Event description:
A non-healthcare professional reported that during iol implantation, noticed that stamper slides over lens. No further information expected as reporter unwilling to provide additional information.

Manufacturer narrative:
The device with the lens was returned loose inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced into the nozzle entry area and has overrode the lens. The lens was partially advanced into the nozzle entry area. The trailing haptic was folded onto the anterior optic surface along the left side of the plunger. The leading haptic was folded toward the optic. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. A plunger override was observed. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iq iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: ¿ due to rapid advancement faster than the IFU recommend rate. ¿ due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.9., h.3. And h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.